Manufacturer narrative:
Details of complaint: the director of it / is at the customer facility reported that the central nurse's station (cns) automatically changed a patient location from one bed to another. They had been investigating the root cause of this for months with little progress made. They believe this occurred in the eh ICU. When the customer was later contacted, they were unable to provide any details to tech support. They were also unable to confirm what fields were changing or when it was happening. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the root cause of this issue is considered to be use error. The issue occurred as a result of incorrect manual entry of the medical record number. The issue has not recurred. As such, this event is likely an isolated event and the customer was educated through this event to avoid recurrence.

Event description:
The director of it / is at the customer facility reported that the central nurse's station (cns) automatically changed a patient location from one bed to another.

Manufacturer narrative:
The director of it / is reported that the central nurse's station (cns) automatically changes a patient location from one bed to another. They have been investigating the root cause of this problem for months and made little or no progress. They believe this report is in the eh ICU. They would like this resolved as they think this is a patient safety issue. Nihon kohden technical support (tech support) called and left a voicemail for them earlier but did not have any other information to create the ticket. The customer called back later and when they spoke, they were not able to provide any details to tech support. Nothing at all, and all they could provide was that it was affecting cns in the ICU. They could not even confirm what fields were changing or when it was happening. The customer was supposed to provide us a contact there to assist with their issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The director of it / is reported that the central nurse's station (cns) automatically changes a patient location from one bed to another. They have been investigating the root cause of this problem for months and made little or no progress. They believe this report is in the eh ICU. They would like this resolved as they think this is a patient safety issue. Nihon kohden technical support (tech support) called and left a voicemail for them earlier but did not have any other information to create the ticket. The customer called back later and when they spoke, they were not able to provide any details to tech support. Nothing at all, and all they could provide was that it was affecting cns in the ICU. They could not even confirm what fields were changing or when it was happening. The customer was supposed to provide us a contact there to assist with their issue. No patient harm was reported.